Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the tubing keeps getting disconnected from the reservoir. The customer states their blood glucose levels had been as high as 436mg/dl. The customer declined to troubleshoot for the highs. The customer states they would try and change out their reservoir and monitor the device. The customer states they would call back at a later time to see if issues persist.